Event description:
On (B)(6) 2011, a customer contacted haemonetics to report that there was blood in the orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
No donor or operator injury or reaction was reported. Upon evaluation of the device the reported problem was confirmed. The machine was decontaminated and the components which were damaged were replaced. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). Haemonetics (B)(4).